Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the finding of the device, the probe tip was confirmed to be broken and dislodged at the bending site. The cause of the issue has been determined to be excessive handling stress. Per instruction for use (IFU). Warnings and cautions. Caution: do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device probe tip was detached at the bending section. This is attributed to user handling stress. Other observations for the device are: connecting tube is dented; distal end rubber coating (a-rubber) adhesive is broken; electric contact on ultrasonic connector is worn; electric connector (el-connector) is corroded; waterproof failure due to the deformed switch sw1; number of missing ultrasonic elements is above specification due to the breakage of ultrasonic cable; acoustic lens has scratches; and leakage from the channel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during reprocessing the device distal tip broke off. There is no patient involvement and no reported harm to any patient.